Event description:
It was reported during a da vinci surgical procedure, the wire had been broken on the maryland bipolar forceps instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however the broken pitch cable if to recur could cause or contribute to an adverse event.